Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 19cm hemosplit d/l catheter was returned for evaluation and two electronic photos were provided for review. Gross visual, microscopic visual, functional and dimensional evaluation were performed. The investigation is confirmed for the reported fracture as a longitudinal split was noted on the distal end of the tunneler protective sleeve. However, the investigation is inconclusive for the reported failure to advance issue as the exact circumstances at the time of the reported event are unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2023), g3, h6 (method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure in the right internal jugular vein to treat esrd for dialysis and while pulling the catheter towards the internal jugular vein, the catheter tip was allegedly broken and was reported to have failed to advance. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation as well as a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 01/2023).

Event description:
It was reported that during a dialysis catheter placement procedure in the right internal jugular vein to treat esrd for dialysis and while pulling the catheter towards the internal jugular vein, the catheter tip was allegedly broken and was reported to have failed to advance. The procedure was completed using another device. There was no reported patient injury.